Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Troubleshooting was performed. The customer was able to complete insulin pump rewind. Insulin pump history contained more than one motor error alarm within a 30-day period. The time and date on the insulin pump was correct. However, the alarm history displayed a motor error alarm on (B)(6) when it was currently january 19. The customer¿s blood glucose during the incident was 417 mg/dl. The customer treated with manual injection. The insulin pump will be returned for analysis.